Event description:
Reportedly, this ring was explanted after 4 years and 7 months implant duration due to mitral regurgitation, congestive heart failure, coronary artery disease & history of endocarditis. Source of endocarditis is unknown.